Event description:
It was reported that the patient underwent a pump exchange from the heartmate ii (hmii) to heartmate 3 (hm3) because of driveline damage. The patient was not complaint with their driveline care and management, thus damage to the silicone covering was extensive and required reinforcement. The new hm3 operated as expected, but the patient experienced cardiogenic shock which required right ventricular assist device (rvad) support and mechanical ventilation. Associated MFR for the driveline damage leading to exchange: 2916596-2022-00214.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the report of cardiogenic shock could not be conclusively established through this evaluation. The account reported that the patient required right ventricular assist device (rvad) support and mechanical ventilation due to cardiogenic shock following a pump exchange. Additionally, the account reported that the patient¿s prognosis was guarded. The patient remains ongoing with heartmate 3 lvas, serial number (B)(6) . No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information provided. The manufacturer is closing the file on this event.